Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735672, serial/lot #: unknown h3, h6) the system was serviced in the field. In summary, the complementary metal oxide semiconductor (cmos) battery was replaced to resolve the reported event. Codes b01, c02, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A05 captures the cd/dvd drive not opening and a110201 captures the system displaying "no sync". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed, "no sync." The cd/dvd drive would not open up. There was no patient involvement. Additional information was received. The manufacturer representative (rep) performed a complementary metal-oxide semiconductor (cmos) reset and was able to get the system running.